Event description:
It was reported that non-sustained lead noise episodes were observed. Review of the episodes revealed intermittent undersensing of ventricular events. The patient experienced syncope due to dehydration post binge drinking. Programming changes were recommended.